Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe tip was contaminated with foreign matter. The following information was provided by the initial reporter, translated from (B)(6): "clearly visible contamination of the packed syringe at the syringe tip".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 08-mar-2022. H.6. Investigation: a device history record review was completed for provided material number 309110 and lot number 2107231. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture sample and the physical sample were returned for evaluation by our quality engineer team. Through examination of the sample, we were able to confirm the reported issue of foreign matter. However, at this time we are unable to identify an exact cause for the observed defect. H3 other text : see h.10.

Event description:
It was reported that the bd discardit¿ ii syringe tip was contaminated with foreign matter. The following information was provided by the initial reporter, translated from german: "clearly visible contamination of the packed syringe at the syringe tip".